Event description:
The needle was reportedly stuck.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the MFR, at this time, for evaluation.